Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has the impression that the pump doesn't give enough insulin when there is around 150 units left in the cartridge. Customer did not get enough insulin during the night ((B)(6) 2016), had a blood sugar of 23.0 mmol/l. No adverse event alleged. A request was made for the return of the device.